Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their buttons were unresponsive. The customer states their drive support was protruded. The customer's blood glucose level was unknown. The customer was unable to troubleshoot at the time of call and requested a call back. The customer was unable to be reached during call back.

Manufacturer narrative:
The insulin pump was received with intermittent act and escape buttons responds due to flattened button dome switches. No unlock on the lcd keypad connector noted. The drive support was inspected and no anomaly was noted. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.